Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled out from meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.

Event description:
It was reported that three speedcinch devices were used for a meniscal repair procedure. It was reported that when the first two speedcinch devices were each being attempted for the first peek implant, the toggle button was in position 2 instead of 1 and no implants were able to deploy for either of these two cinches. The depth was measured to 14mm for the third speedcinch, and the two peek implants were deployed into the meniscus. When the suture was tightened, both peek implants pulled out of the meniscus. It was reported that the depth was not sufficient to seat the implants. An ar-4500 meniscal cinch was used to complete the repair of the meniscus. It was also reported that due to the nature of the damage to the meniscus, it was determined that the ar-4500 cinch would not be sufficient to repair the meniscus and a menisectomy was then performed.